Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found it to be stripped from the tip. This issue can be related to the unable to assemble allegation. No other defect was found. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces a dimensional inspection was not performed was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the 4.0 ply scrw 3.5x14 would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code:102035114s. Lot no: 387851. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 26-jan-2024. Manufacturing site: jabil le locle. Expiry date:31-dec-2028. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: kwp e3: reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H6 component code: g07002 reflects no term available as the investigation is not yet complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2024, the screw was found to be twisted and could not be input to the screwdriver properly. It was reported that there was no patient involvement. No further information is available. This report involves one symphony oct system polyaxial screw diameter 4.0 rod, 3.5x14mm 3.5 and 4.0 . This is report 1 of 1 for (B)(4).